Event description:
Pt implanted 06/20/1998 in upper and lower vermilion borders. On 06/26/1998, onset of herpes simplex, infection, and implant extrusion. On 07/09/1998, pt revised. Pt incised and drained, treated with bioxin and warm compresses on 07/09/1998. Pt treated with hydrogen peroxide during 07/1998. The implant explanted 07/14/1998.